Event description:
The customer stated that the insulin pump was priming all of the insulin without detecting the reservoir. The customer then called to report that she was hospitalized due to a heart attack, which the customer stated was caused by high blood glucose levels. The customer stated that she was experiencing high blood glucose levels for a week prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.